Event description:
It was reported that the patient experienced driveline disconnect and pump off alarms. The patient had reported confusion and sleep walking, and they did not recall the alarms occurring. Log file analysis captured several no external power events on (B)(6) 2022. A no external power event occurred at 00:06 due to both power leads being disconnected; the backup battery was enabled until power was restored via battery power. A driveline disconnect was captured at 00:16; the driveline was reconnected at 00:20. An additional no external power alarm caused by both power cables being disconnected was captured at 00:21 until one battery was connected several seconds later. More no external power events caused by both power cables being disconnected were noted between 23:24 and 23:25 and also on (B)(6) 2022 at 01:02; the backup battery was enabled until power was restored via battery power. Related pump MFR #: 2916596-2022-13641.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 3 days of data (30aug2022 ¿ 02sep2022 per the timestamp). The log file captured no external power alarms on 31aug2022 from 00:06:04 to 00:06:08, 00:21:25 to 00:21:28, and 23:24:57 to 23:25:08, and on 01sep2022 from 01:02:15 to 01:02:21 due to both system controller power cables being disconnected from external power. The alarms resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system without issue during the losses of external power and pump function was not affected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was determined to be due to both system controller power cables being disconnected from external power at the same time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The system controller, serial number (B)(6), was shipped to the customer on 04dec2018. Heartmate 3 patient handbook (dev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and driveline disconnected alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 IFU (rev. C) section 2 ¿system operations¿ both state ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. These sections also contain instructions for how to connect and disconnect the driveline. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.